Manufacturer narrative:
A service call was made. Echo was within specification and operating as expected. Reactivity of the c antigen was confirmed on retention crrid, lot id103. The returned patient samples (same patient, three different collection dates) were tested with retention crrid, lot id103 on an in-house echo. All c+ cells were reactive with all three samples.

Event description:
Customer reported unexpected negative reactions with cell 4 (homozygous c) and cell 5 (heterozygous c) of capture-r ready ID, when testing a patient sample containing anti-c on the echo. No adverse reactions occurred as a result of the unexpected negative reactions.